Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appears to be related operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left main/left anterior descending (lad) coronary arteries with moderate calcification, moderate tortuosity and 90% stenosis. The lesion was pre-dilated with an nc balloon however the 3.5x48 mm xience xpedition stent delivery system (sds) could not advance to the lesion due to the anatomy despite multiple attempts. The proximal shaft of the sds separated and was simply withdrawn. A new sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.